Manufacturer narrative:
The folllowing items were provided by the customer for complaint investigation: one used list #b1003, 6" bifuse ext set w/2 check valves, rotating luer; lot #13771580; two used manufacturer unknown, microclaves; lot #unknown. The secure lock collar at the male luer of the 6" bifuse ext set w/2 check valves, rotating luer was observed to be cracked and broken apart. The male luer was fully connected to a female luer and the set was leak tested per product specifications. There was no leakage with the male luer to female luer connection remaining engaged. The reported complaint of a broken secure lock collar and subsequent leakage due to a disconnection can be confirmed. The probable cause is due to environmental stress cracking during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The complaint/event occurred on an unspecified date and involved a 6" bifuse ext set w/2 check valves, rotating luer that reportedly broke (in situ) while it was connected to a patient¿s IV access during a propofol infusion. This resulted in a leak of intravenous propofol onto the bed. There was no human harm reported associated with the event. However, the event was reported to be a 'near miss' because the patient became very agitated, their blood pressure went up to a systolic of 200, and the patient almost self-extubated.